Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited a single high pacing impedance measurement of 1,470 ohms. Subsequent measurements were observed to be in the 600 to 700 ohms range and no episodes were observed containing noise. Technical services (ts) discussed potential troubleshooting options. Additional information was later received that this pacemaker and rv lead exhibited intermittent increases in pacing impedance measurements from the 600 ohms range to as high as 1,907 ohms. Additionally, the rv lead exhibited increased threshold measurements and loss of capture (loc). No noise was able to be produced. It was reported that the patient was undergoing dialysis treatment. Ts discussed potential causes including the potential of a lead to device header connection issue and discussed potential programming options. No adverse patient effects were reported. This device remains in service.